Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported at check in true to periodontitis and sensitivity. Additional information received that patient stated they had no history of periodontal disease. They also reported experiencing jaw clicking and stated that their jaw almost locked up when aligner were in; anytime they chew their jaw would be clicking/popping. They also experienced sensitivity in their bottom front teeth saying it was sensitive to touch and anything cold or hot. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This is a late submission.